Manufacturer narrative:
Date of event: exact date unknown, event occurred in march 2021.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the ipg was unable to connect to the remote control and was difficult to charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.